Event description:
As reported by the user facility. Clinician started IV on pt, removed needle and laid it on the stretcher next to the pt. Another worker was stuck during clean up of the work area. Safety shield did not deploy. Sample was retained, however, the quality director manually moved the safety shield to cover the needle tip.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4) (the MFR) and (B)(4) (the importer). In a f/u call to the facility, the reporter stated the safety clip did not cover the tip of the needle prior to the nurse laying it down. Another nurse was cleaning up the medical debris when she was stuck. The nurse is doing fine following facility protocol. The reporter confirmed that the sample was saved and will be forwarded for eval. The reporter also noted the safety clip was manually pushed up to cover the needle tip. All available info was forwarded to the actual MFR for further eval. There investigation is on going at this time. A f/u report will be provided after the inspection results are available. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.